Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during prime. Customer's blood glucose was unknown. Device was unable to exit the preparing to prime loop. Found compromised force sensor system alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self test, and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. No compromised force sensor system alarm was noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.